Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a posterior capsule tear during phaco following the laser portion of laser assisted cataract surgery. The surgeon confirmed this as a user related because he felt he may not have hydro-dissected well enough. A vitrectomy was performed and treatment completed without further issue.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical technique. (B)(4)